Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing. The manufacturer received the device for evaluation. The device failed nurse call on the test line. The customer has requested no repairs. The device will be returned unrepaired.